Event description:
It was further reported that loss of power event occur due to a double disconnection of both power sources by the patient. The patient removed the second battery before connecting a new one for the one he already removed.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: serial# (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a review of log file data revealed the controller exhibited multiple losses of power, and the ventricular assist device (vad) exhibited two motor start events with higher-than-expected powers/parameters outside of the typical range. The patient was re-educated on good connection and the need to slow down for safety reasons. The vad also exhibited low flow alarms, and it is unknown why they occurred. It was noted that the low flow that occurred on (B)(6) 2025, the patient also had episodes of ventricular tachycardia (vt) and ventricular fibrillation (vf) and was shocked by their automatic implantable cardioverter-defibrillator (aicd) several times. An electrocardiogram (EKG) was performed. The patient felt weak and short of breath at the time of the incidence with an inr 2-3, blood pressure (bp) was 70s systolic. The patient was started on blood pressure medication and admitted to the intensive care unit (ICU). The vad and controller remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-mar-2022 / serial#: (B)(6) d9: no h3: no h4: mfg date: 24-mar-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Continuation of d10: 5076-45 < (>&<)> 6935m55 leads implant date: (B)(6) 2016, 620bg35 heart band implant date: (B)(6) 2016 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and one (1) controller (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on (B)(6) 2025 at 18:20:57 and on (B)(6) 2025 at 16:22:56, in which the motor start parameters were atypical. Log files also revealed intermittent decreases in power consumption and estimated flows throughout the analyzed period and eighteen (18) low flow alarms logged since (B)(6) 2025. Additionally, log file analysis revealed two (2) controller power up events with associated pump start events were logged on (B)(6) 2025 at 18:20:48 and on (B)(6) 2025 at 16:22:47, indicating losses of power to the controller. The data point recorded prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 56% relative state of charge (rsoc) and a power adapter was connected to power port two (2). The data point rec orded after the first loss of power revealed that no power source was connected to power port one (1) and that (B)(6) was connected to power port one (1). The data point recorded prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 18% rsoc and (B)(6) was connected to power port two (2) with 24% rsoc. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for five (5) and eight (8) seconds, respectively. No anomalies were recorded leading up to the losses of power. As a result, the reported events were confirmed. The most likely root cause of the controller loss of power events can be attributed to a disconnection of both power sources by the patient, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including, but not limited to thrombus at the inflow canula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the information available, the device may have caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmia and respiratory dysfunction are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.